Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization was high. It was also reported that the customer was hospitalized due to staph in the blood, a broke shoulder, and an ulcer on the foot. The customer was wearing the insulin pump at the time of hospitalization. Customer had half of their leg amputated. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.